Manufacturer narrative:
Based on the received information, teh root cause could not be established. However, the esm board was replaced and the device is back in use. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: startup failure. No patient involvement.